Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of access sets would not flow. This was identified while attempting to spike the sets for an albumin infusion. The nurse stated that multiple attempts were made to spike the tubing and further stated that the proper duovent procedure was followed. There was no patient injury or medical intervention associated with this event. No additional information is available.